Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent surgery for a repair of an umbilical hernia on (B)(6) 2009. It was reported that a mesh was implanted to repair the hernia defect. It was reported that the patient underwent surgery for a repair of an incarcerated ventral hernia on (B)(6) 2013 and mesh was implanted. It was reported the patient underwent surgery for a partial small bowel obstruction (B)(6) 2013, during which the mesh was removed and a primary repair of the resulting defect was performed. No additional information was provided.